Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Evaluation: the device was returned to zoll medical corporation and the reported malfunctions of "internal comm failure - 1471, 1475, 1173" and "runtime calibration failure - 1051" were observed during review of the device logs. However, during disassembly of the device to determine root cause, the technician observed damage and corrosion from fluid ingress. The device was deemed unrepairable due to the extent of damage. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "internal comm failure - 1471, 1475, 1173" and "runtime calibration failure - 1051" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an unknown error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.